Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-19322. It was reported the patient has not had effective stimulation coverage since the initial implant. The patient was reprogrammed several times to no avail. The patient is scheduled to have the system explanted. Note the patient received 3 leads, from 2 lot numbers, as part of the scs system. All possible lots are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.